Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. It should be noted that in the product IFU there is a reference to a potential complication of use of this catheter. The IFU states ¿factors associated with fatal pulmonary artery rupture include pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, arteriovenous fistula formation and other vascular traumas¿.central location of the catheter tip near the hilum of the lung may prevent pulmonary artery perforation.¿ no actions will be taken at this time.

Event description:
Information was obtained from a poster at the 21st annual meeting of (B)(6). Patient diagnosis was severe aortic stenosis and was scheduled to undergo avr, maze procedure with a left atrial appendage resection and CABG. After anesthesia induction, a swan ganz catheter was inserted into the rij vein with difficulty. Surgery was completed but it was noted that while closing the chest, the patient had a severe drop in blood pressure, (30mmhg). Transfusion and vasopressor medication was administered. The chest was reopened, bypass reinstituted and iabp inserted. Blood was observed from the et tube during cardiac massage. The left lung appeared to be bleeding but direct confirmation by bronchoscopy could not be verified because of the bleeding. Perforation of the pulmonary artery was suspected. The catheter appeared to be located in the right lung field. Bleeding was suspected from the left upper lung and a resection of the left upper lobe was performed. Bleeding was also noted from the left lower lobe and the right lower lobe. Further treatment was considered difficult so the patient was moved to ICU under percutaneous cardiopulmonary support. The patient expired on post-op day 2. Patho-anatomy showed a slit-like rupture to the left pulmonary artery. The clinician thought that the heart ventricle collapse made the catheter advance and that the injury to the pulmonary artery could have occurred by manipulation of the catheter during insertion or during cardio-pulmonary bypass. The anesthesiologist also thought the perforation was procedural related not device related.